Event description:
Single account reported to dade behring that they observed a clinical staphylococcus epidermidis (s. Epidermidis) isolate oxacillin mic discrepancy. The account obtained an oxacillin-susceptible result on the dried pos combo type 21 lot#2006-07-15 panel and an oxacillin-resistant result on a secondary method for the clinical isolate. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained. Clinical isolate will be submitted by the account for testing by dade behring.

Manufacturer narrative:
Evaluation - requested clinical isolate from user for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation - overall oxacillin performance of dried pos panels is accetable. Account indicated two population of colonies; results may be impacted due to heterogenous culture.